Manufacturer narrative:
A spacelabs technical support representative walked the user through performing a hard reboot of the xhibit central station. Following the reboot, the customer confirmed the issue was resolved. While restarting the device resolved the reported issue, the cause of failure was not determined.

Event description:
The customer reported that while monitoring telemetry patients, the displays stopped showing patient data. During this time it was confirmed that the mouse movements were still visible and alarm audio was still functional. There was no patient or user harm associated with this event.